Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 57 mg/dl but the blood glucose was 137 mg/dl. Upon reviewing the information it was noted that the date was incorrectly programmed in the insulin pump; it was a day behind. Assistance was provided. Nothing further was reported.